Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported water inside the battery compartment and didn't feel any vibrations during the self test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, crack on the side of the case, scratch on the lcd window. The scratch on the lcd window is minor; the user can easily read and navigate the menus. Device passed displacement test; it failed self test. Self test failed because the vibrator did not vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j6. In summary, the customer¿s report of water inside the battery compartment and no vibrations during self test was confirmed during testing. The non-functioning vibrator is due to the moisture damage on the battery board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and failed self test. The customer stated that they were changing batteries and there was water. Customer reported that they went in tub with insulin pump but not submerged the insulin pump. Customer stated that no issue with o ring, battery cap and home screen appears on the display. Customer ran self test twice and insulin pump did not vibrate. Customer was also reporting scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.